Manufacturer narrative:
Continuation of d10: product ID: 9735843, lot number: 180108 h3, h6: the cable was returned to the manufacturer for analysis and it was found to have an open at pin 2 and the clip at one end was broken. B01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a procedure, the system would intermittently show, "localizer not connected". The manufacturer representative (rep) swapped the interconnect cable between carts, which did not resolve the issue. Technical services (ts) had the manufacturer representative (rep) bypass the chain from the power over ethernet (poe) directly to the back of the camera with an ethernet cable. The rep had and the localizer error went away. The rep then bypassed the top portion of that chain (from bulkhead to camera) with the ethernet cable and getting error still. The rep then bypassed the bottom portion of that chain (from bulkhead to poe) and the error disappeared. This indicated the bottom ethernet cable was not working even though it was just replaced. There was less then an hour delay in surgery. There was no impact on patient outcome.

Manufacturer narrative:
H3, h3: a medtronic representative went to the site to test the equipment. The localizer not connected message was confirmed. The et hernet cable was replaced. Codes b01, c07 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) a manufacturer representative went to the site to test the navigation system. Conflicting information was received. Optical co mmunication failure was seen and the localizer was not connected. Codes: b01, c19, d15 h2) please see section a1-4 for the additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.